Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead exhibited high capture thresholds and high impedance. The lead was capped and replaced on (B)(6) 2023. The patient was in recovering condition.